Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug-eluting stent. No difficulties noted when removing the protective sheath. No abnormality was noticed during inspection prior to use. The target lesion on the near end of the lcx had 80% stenosis, severe calcification and severe tortuosity. The lesion was pre-dilated once with a sprinter legend balloon at 6atm-14atm, dilatation duration was 10 seconds. A second pre-dilation was performed with another sprinter legend balloon at 6atm-10atm, dilatation duration was 10 seconds. 70% stenosis remained after dilatation. No resistance noted advancing the device to the lesion. It was reported that the endeavor resolute stent dislodged during advancement, it was not deployed. Device did not pass through a previously deployed stent or cell of a stent. The stent was removed with delivery system and the procedure was completed. The physician determined that the reason for the event was the patient's vessel tortuosity - lcx angulated at 90 degrees. It was assessed that the event was not related to the product. No further patient complications were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.